Event description:
A device was used during a reversal of hartman procedure. The device fired malfirmed staples. Another device was fired and it also fired malformed staples. Another device was used to complete the case. The or time was extended by 1.5 hours.